Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the gear seized, jammed and was heavy moving. It was further noted that the bearings and gearbox were full of rubbish due to damage from improper handling at the ¿fro¿ plate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery hand piece device gear was blocked, seized and rough running. It was noted in the service order that the bearings and gearbox were full of rubbish due to damage from improper handling at the "fro" plate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.